Manufacturer narrative:
(B)(4).

Event description:
A customer reported the cyclesure® 24 biological indicator (bi) changed to a "white" color (positive result) after a completed sterrad® 100nx cycle. The bi was incubated for an unknown amount of time. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected loads were reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Additional information received from the customer indicates the suspect positive bi was used in an empty load. Evaluation of the returned device also showed that the media was evaporated, making the bi appear white. The customer's complaint was confirmed, however, investigation results and additional information received make the event no longer MDR reportable by advanced sterilization products.